Event description:
A spike of the transfer set was broken. The set was in use for 210 days." There was no patient injury or medical intervention asociated with this incident.

Manufacturer narrative:
A sample has been requested for evaluation.